Event description:
It was reported that injection and aspiration could not be conducted during pre-flushing of the catheter prior to placement. After multiple actions were taken to activate the valve, infusion and aspiration could be carried out. After the desired length of the catheter was inserted in this patient, blood draws were expected again. However, both injection of saline and blood draws were found unable to be done again. Despite multiple attempts, the catheter placement operator abandoned the catheter and replaced it with a new one. After the replacement, all went well.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to aspirate was confirmed but the exact cause was unknown. The product returned for evaluation was one 4 fr groshong catheter. The catheter was received with the stiffening stylet inlaid within the device. Microscopic examination of the valve cut was unremarkable and the valve length was measured to be within specification. No potential cause for valve malfunction was observed during microscopic examination. The inlaid stylet was removed from the catheter. Repeated functional flow tests of the catheter concluded that the groshong valve did not open for aspiration as intended on one of the samples. Infusion tests were successful but the catheter would not aspirate. Following initial valve aspiration testing, the valve was re-lubricated with silicone oil and additional aspiration testing confirmed aspiration. It was unknown if the lubricant applied during manufacture was affected by the clinical procedure or if the complainant event was potentially caused by a temporarily kinked catheter. Wiping and/or massaging the valve during the procedure can affect valve function. Valve function can also be affected by explantation of the device and it could not be determined if that was a contributing factor in the results of the lab testing. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz3692 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that injection and aspiration could not be conducted during pre-flushing of the catheter prior to placement. After multiple actions were taken to activate the valve, infusion and aspiration could be carried out. After the desired length of the catheter was inserted in this patient, blood draws were expected again. However, both injection of saline and blood draws were found unable to be done again. Despite multiple attempts, the catheter placement operator abandoned the catheter and replaced it with a new one. After the replacement, all went well.